Event description:
A report was received that the patient felt a tear at the ipg site and immediately experienced pain. It was noted that the patient's ipg had migrated. The patient was also having difficulty charging the ipg due to the battery being tilted. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient had discomfort with the current location of the ipg. The patient underwent a pocket revision procedure and the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient felt a tear at the ipg site and immediately experienced pain. It was noted that the patient's ipg had migrated. The patient was also having difficulty charging the ipg due to the battery being tilted. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Sc-1110-02 ((B)(4)): device evaluation indicated that the complaint in regard to the charging anomaly and the pain at ipg site was not confirmed. Upon receiving, the device measured 3.74 vdc, and it was charged to 4.06 volts in one charge cycle. This result indicated that ipg is capable of being charged fully under a proper charging method. The source of the paint at ipg pain was not determined. Current leakage tests verified no loss of electric current. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies, or deviations that potentially relate to the reported event. The device passed the required tests and exhibited normal device characteristics. The reported complaint states that patient moved while sitting in a chair or in bed about 6 weeks ago and felt a searing pain in her lower back area where the stimulator was placed. Patient was concerned that the device moved and cause her some discomfort.

Event description:
A report was received that the patient felt a tear at the ipg site and immediately experienced pain. It was noted that the patient's ipg had migrated. The patient was also having difficulty charging the ipg due to the battery being tilted. The patient will undergo a pocket revision procedure.